Manufacturer narrative:
The suspect device was returned for evaluation. The device was examined visually and functional testing was performed. The complaint was confirmed. The root cause is attributed to significant force or weight applied to the device. A review of the device history and complaint database could not be performed since the lot number was not provided.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during the hemodynamic monitoring of a patient, the attending nurse noted that during aspiration of heparinized saline from the planecta stopcock that air was identified infiltrating the tubing from the arterial line connection. The set was exchanged for a new one and the procedure successfully completed with no additional consequences to the patient.